Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The closure procedure on right common femoral vein utilized the pre-close technique with a single proglide device, for access site using 11f sheath. It should be noted that the proglide instructions for use states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was reportedly discarded. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral vein (lcfv) was attempted with a proglide device using the pre-close technique via a 7f sheath prior to an atrial fibrillation ablation procedure. Reportedly, the sheath was upsized to 11f in the lcfv and the ablation procedure was completed. The knot was advanced and partially achieved hemostasis initially; the puncture site then became pulsatile. Manual compression was used to achieve hemostasis in the lcfv. It was also reported that venotomy closure of the right common femoral vein (rcfv) was attempted using a proglide device with a 7f sheath after the ablation procedure. Reportedly, a proglide suture was harvested in the rcfv, yet only 3 inches of the rail suture came out and was noted to be frayed. The suture was attempted to close the vein; however, the suture broke. Another proglide was used to achieve hemostasis in the rcfv. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.